Event description:
It was reported that a patient underwent an arthroplasty procedure on (B)(6) 2022 and suture was used. The problem of pulling off suture needle happened in the surgery. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information will be provided.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis summary: visual analysis of the image received at ethicon for evaluation determined that a needle that appears to be detached from the suture was observed. The image is not clear to determine the failure mode. No conclusion or root cause could be determined. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ¿g/m. Related events captured via 2210968-2022-06947.

Manufacturer narrative:
(B)(4). Date sent to FDA: 10/05/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received one suture and one winding former with a needle and suture that pertain to the product code sxpp1a406. Upon visual analysis of the returned samples, revealed that light swage defect was observed on the swage area. The barrel hole was examined under 20x magnification and no remnant suture was found. In addition, the sutures end was examined and there isn¿t sufficient impression, resulting in a needle pull off defect. Due to returned condition of the sample cannot functional test was performed. Based on the information currently available, the pull out was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Related events captured via 2210968-2022-06947 and 2210968-2022-06948.